Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 and adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor and failed a therapy electrode recognition test. The cause for the communication failure was isolated to an open green (+3.3v) wire in the trunk cable. The cause for the therapy electrode recognition test failure was isolated to a broken pulse wire in the trunk cable. The root cause for the damaged wires was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and adjust belt messages.